Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer called stating brush head fell off when brushing his or her teeth. No injury was reported.

Event description:
Consumer called stating brush head fell off when brushing his or her teeth. No injury was reported.

Manufacturer narrative:
10-sep-2018 product investigation results: reporter returned product on 16-aug-2018. Product was identified to be oral-b crossaction power brushheads on 31-aug-2018. Product return was received and investigated. Product investigation results showed that the complaint was caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.